Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results for one patient. The following data was provided: initial result = <1.20 miu/ml repeat results = 25 and 254 sample repeated result = negative(method unknown) no impact to patient management was reported.

Manufacturer narrative:
The service representative inspected the module and performed troubleshooting procedures including part replacement, however service could not determine a single definitive cause of the discrepant results. No additional discrepant patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review (pmr) for alinity I/architect ia was reviewed and did not identify any similar issues related to the architect system. The architect i2000sr erratic result rates were within acceptable limits with no trends identified. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), was identified.